Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs assay (tnths) result for 1 patient tested on a cobas 6000 e 601 module. The initial tnths result was 48.22 pg/ml with a repeat result of 5365 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The tnths reagent lot was 295258 with an expiration date of 31-mar-2019. The field engineering specialist found that the aspiration position of a nozzle on the extra wash system was misadjusted. The nozzle was not aspirating prewash correctly into the cup, so the sample-reagent mixture in the cup was incorrectly diluted. The aspiration position was adjusted which solved the issue.